Manufacturer narrative:
The qa (quality assurance) investigation results was received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.

Event description:
Arthralgia of right knee [arthralgia]. Unable to walk [abasia]. Redness in right knee [erythema]. Joint fluid retention [joint effusion]. Swelling in right knee [joint swelling]. Case description: spontaneous report was received on (B)(6) 2013 from a physician regarding an (B)(6) female patient, initials (B)(6), with gonarthrosis. The patient's medical history was not provided. On (B)(6) 2013, the patient initiated treatment with synvisc (hylan gf 20) injection at a dose of 2 ml in right knee (route and frequency not provided), the lot number for synvisc was not provided. The same day at night, the patient experienced arthralgia, redness and swelling in right knee for which the patient visited the outpatient department. It was reported that the patient was unable to walk and had joint fluid retention for which arthrocentesis was performed and 20 cc of clear yellow fluid was aspirated from right knee. A culture test was performed which showed no evidence of infection. The same day, the treatment with synvisc was permanently discontinued. On an unspecified date, the patient received treatment with nonsteroidal anti-inflammatory drugs (nsaid's) for the events of joint fluid retention, arthralgia, redness and swelling in right knee. The event of arthralgia of right knee was considered serious due to hospitalization. On (B)(6) 2013, the event of arthralgia of right knee resolved. It was reported that the patient was still under hospitalization at the time of reporting. The outcome for the events of unable to walk, redness in right knee, joint fluid retention and swelling in right knee was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The reporting physician assessed the relationship between synvisc and the event of arthralgia of right knee as definite and did not provide the relationship between synvisc and the events of unable to walk, redness in right knee, joint fluid retention and swelling in right knee.